Event description:
It was reported that during a procedure, one of the keith needles shredded the suture on the end on the cx cylinder twice. The hospital had to use a 2/0 vicryl to place the distal tip.